Manufacturer narrative:
During the analysis of the lead, fraying of the insulation in the area of the heart valves was noted, as well as damage to the rope conductor to the ring electrode in that area. This damage can with high probability be regarded as the cause for the clinical complaint. The observed damage manifestation requires stress on the lead during a longer period of time. The position and characteristic of the damage lead to the assumption of significant mechanical stress on the lead. X-ray images or diagnostic images of any other kind, which could provide information on the spatial relationships of the implanted system in the body, were not available for analysis. Further damage is probably a result of the explantation process. There were no indications of material defects or manufacturing errors.

Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR - after an implantation time of about 25 months, oversensing with inappropriate shocks was reported. No deterioration of the pt's state of health was reported. The device was explanted.